Event description:
According to the reporter, the customer noticed that the suture needle broke during use, a 2mm portion was missing. Unable to locate in surgical field. There was serious injury to the patient according to the medwatch form.